Event description:
It was reported that a et45b was used during a video assisted thoracic surgery. It was reported by the affiliate that the jaw would not open properly, although the surgeon put releasing button. So the service was not used and a new one was used to complete the case. There was no consequence to the pt.